Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device leaking during usage could not be duplicated. Evidence of third party parts was found. Those components were replaced, and maintenance was performed on the device. The handpiece was returned to the customer.

Event description:
It was reported that water leaked out of the handpiece. There was no patient involvement. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.